Event description:
Pt present for an outpatient liver biopsy the 16g bard biopsy device used for us guided bore biopsy of the liver misfired x2. No sample was obtained after device was engaged in the liver. Another device was used to obtain specimen with no issues. No evidence of bleeding was seen and there were no immediate complications. FDA safety report ID # (B)(4).